Event description:
Return codes listed at hose rupture and returned in less than 3 months following repair. On follow up, it was reported that the exhaust hose ruptured during use. Pieces of the exhaust hose broke free. All pieces of the hose were recovered. There was no patient impact.